Event description:
Surgeon was doing a decompression at t3 and noticed that the ligapass bands were broken. The pt had this ligapass implanted just a few weeks before. The surgeon had previously implanted pass lp hardware in the pt in (B)(6), then went back a few weeks later and extended her up to t3 with ligapass.

Manufacturer narrative:
Investigation: device history record were reviewed. No documentation was found that would indicate a non-conformance to specification. Ligapass was implanted in the extremity of construct. Instruction for use warns that ¿ligapass system must not be implanted in the extremities of the construct.¿ conclusion: ligapass may have been overloaded because of the position in extremity of construct, which is warned against.